Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Other- specify in comments (B)(4). Tech called in for help on 8120 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8120 unit, error code 200.5040 which is a software version compatibility failure, needs to reflash software to correct version on unit. Tech had asm v12.1 install not sure how long ago, but his profile is not setup also his network config packages & flash files, is not setup, walk customer to at less setup his package one and make it active, from their tech will try to locate his flash files & network config. File and call us back to further assist him.